Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before us of the bd plastipak¿ syringe, had units that were found without the scale marking. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before us of the bd plastipak syringe, had units that were found without the scale marking. There was no report of exposure, injury, or medical intervention noted.